Event description:
It was reported that during the laparoscopic hysterectomy, the two needles from the vloc suture broke inside the patient while sewing the vaginal cuff. The needles were able to be retrieved with assistance from the x-ray. The surgical time was extended for more than 30 minutes to locate the broken needles. The surgeon was still able to close the cuff despite the issue.

Manufacturer narrative:
D10 concomitant products: vloca008l, vloca008l v-loc* 180 0 abs reload 20cm (lot#:n4l1458y), 173016, 173016 endo stitch instrument (lot#: j4k3870ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b1 (adverse event and product problem) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.